Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.00mm/90cm/2cm peripheral cutting balloon was selected for use. During procedure, after a non-specified guidewire passed through the lesion, the balloon ws advanced. However, the balloon ruptured due to the severely calcified lesion and was then simply pulled out from the patient's body. The balloon was replaced with a coyote nc and completed the procedure. No complications were reported and the patient condition is good.

Manufacturer narrative:
Age at time of event- 18 years or older. Device evaluated by manufacturer. The device was returned for analysis. A visual and microscopic examination of the device identified no issues with the blades of the device that could have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 2mm proximal to the proximal end of the distal markerband. A microscopic examination of the balloon material identified no issues which could potentially have contributed to the damage identified. A visual and microscopic examination of the device identified no issues with the tip or markerbands of the device that could have potentially contributed to the complaint incident. A visual and tactile examination identified no damage or any issues along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 5.00mm/90cm/2cm peripheral cutting balloon was selected for use. During procedure, after a non-specified guidewire passed through the lesion, the balloon ws advanced. However, the balloon ruptured due to the severely calcified lesion and was then simply pulled out from the patient's body. The balloon was replaced with a coyote nc and completed the procedure. No complications were reported and the patient condition is good.